Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping, indicating the cassette was not attached. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was double beeping" was confirmed with visual inspection and functional testing. Device beeps with no cassette attached. Failed downstream occlusion test, underpressurized. The probable cause was the dso sensor. Further investigation found the upstream occlusion seal separating. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.